Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, intra-op, three set screws were found slipped and could not be used anymore. The surgeon had to change to another to complete the surgery. Product came in contact with the patient. No patient complications were reported.